Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the end-user experienced low blood glucose (bg) of 42mg/dl attributed to a meal announcement followed by insulin delivery. The hypoglycemia was corrected with orange juice and cookies by user's caregiver due to incapacitation. The following day the user called back to report they had obtained healthcare provider approval to adjust the cgm target. The agent walked them through how to make this change. No further assistance was requested.